Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, delamination valve, yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a total delamination of valve. Based on the device analysis the final assessment is: a delamination in the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2., h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.